Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient drove over a bridge and received an increase in voltage stimulation. It was noted that the patient had the device for 3 years. No further complications were reported/anticipated.